Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used. The device was returned with its jaws partially closed and the trigger slightly engaged. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. The jaws were not opening correctly as it appears that the jaw opening gizmo (jog) is not working properly. The device was disassembled to inspect the internal components. Upon disassembly, it was noticed that the jog was still properly attached to the jaws legs. It could not be determined why the jog was not functioning properly, but there were no damages observed with the jog or any other components. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Other remarks: the reported complaint of "clips not loading" could not be confirmed since no clips were remaining in the returned device. However, a defect was confirmed as the jaws were not opening properly. This would lead to loading issues. No damages were observed to any of the components of the device and a device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. The jaw opening gizmo (jog) was not working properly which prevented the jaws from completely opening, but it could not be determined why the jog was not working since it was still intact and properly attached to the jaws. The probable cause of this issue could not be determined. Teleflex will continue to monitor and trend related events. The device history review for the product auto end05 ml, lot #73h1600173 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what prevented the jog from working properly. No damages were observed and the device history record review showed no evidence to suggest a manufacturing related cause.

Event description:
The clips are not loading properly, the surgeon was trying to use the product for a laparoscopic cholecystectomy to secure the vessels but every time he loaded the clips they came out closed, not locked, in the applier jaw. Out of 2 separate units only 3 clips worked. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are not loading properly, the surgeon was trying to use the product for a laparoscopic cholecystectomy to secure the vessels but every time he loaded the clips they came out closed, not locked, in the applier jaw. Out of 2 separate units only 3 clips worked. There was no patient injury.